Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they lifted their arm up over shoulder height they experienced a ''fluttering in my heart''. The patient queried if their leads might have dislodged. Both the right atrial (ra) lead and the right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.